Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Populated as +1(000)000-0000 to ensure successful electronic submission of MDR. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported the adc freestyle libre sensor provided inaccurate readings. Customer reported being admitted into ICU for 3 days (unspecified reason) and while in the hospital, the adc freestyle libre sensor read lower than the hospital meter, providing a reading of 107 mg/dl compared to 208 mg/dl. There was no report of third-party treatment related to the device. Based on the information provided, there was no report of serious injury associated with this event.